Event description:
It was reported that the uroview 2000 system had an error code at boot up and would not x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The processor board needs to be replaced. The reported issue is currently investigation. A follow up report will be filed when additional details become available.